Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem, power connector problem) was confirmed due to a damaged power supply. The root cause of the physical damage to the power supply was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger had a charger and power connector problem.